Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported via the manufacturer representative that the device was no longer charging. The patient was unsure when this started and no known external or patient factors were known to have contributed to the issue. The representative read the implant to copy the programs and found the implant was charged. The patient and healthcare provider were made aware that the implant was charged and the patient stated that the charging was inconsistent. Troubleshooting of the recharging process was offered, but the patient declined as she wanted a new implant. The issue was resolved at the time of the report.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found that it had a reduced capacity due to overdischarge. If information is provided in the future, a supplemental report will be issued.